Event description:
It was reported that while in a case, the programmer suddenly shut itself off. Recycled power, but would not power back on. A second programmer was used to complete the case. The programmer is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.